Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The issue resolve when the unit was restarted. The carrier com express board was replaced as precaution. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in system shutdown during a case. The patient was switched to manual ventilation. There was no patient injury.